Event description:
It was reported that a patient experienced a break in aseptic techniques. When the caregiver was about to place a cap to the patient¿s transfer set, the caregiver dropped the transfer set at the end of therapy. The patient was provided antibiotics as a precautionary measure. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of use error where a patient experienced a breach in aseptic techniques. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.